Event description:
It was reported that during a rectum resection procedure, the footswitch cable was broke during the procedure. Changed to use another one to finish. There was no reported pt consequence.